Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. UDI - (B)(4). The manufacturing and expiration date could not be documented. The root cause could not be determined. The failure analysis could not replicate the failure condition and no anomalies were seen in the failure analysis. The DHR for the lot number was reviewed and no anomalies were found.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
3 of 3 reports: other mfg report numbers:1226348-2020-00148 and 1226348-2020-00149. A facility reported the icp express - cables (ID 826636 ) caused negative readings: a cerelink sensor was implanted, and after a few minutes the icp express monitor showed -99 mmhg. The customer changed the monitor but got an error message that the sensor can't be zeroed. Sensor was removed and an additional three were implanted with the same results. A total of four were used and removed, but only one was kept. The lot numbers are unknown. Monitoring was discontinued. No patient harm.